Event description:
Independent repair center customer alleged unit is alarming or red light and the key failure is the manifold valve was leaking. Additional malfunctions include the power switch for the control had a short circuit.